Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "bearing sleeve came off" was not confirmed. If additional information is received, a supplemental report will be sent.

Event description:
Report received from (B)(6) stating that the device's bearing sleeve has come off. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. No additional information provided.